Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump generated a "belt slip" error message and the occlusion mechanism did not function as expected. The hosp trained biomedical engineer opened the roller pump and discovered grease inside the pump. The biomed cleaned the pump and replaced the belts. As a result, the roller pump rpm readings would not display. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.